Manufacturer narrative:
(B)(4). The sample was not returned; however, the customer did provide a photo of the device. Visual exam of the photo revealed that one section the tubing was melted and wires exposed. Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. In addition, the complaint description references that the product was used against the IFU. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: the circuit melted during use on a patient. The sales rep reports "it was an adult patient while she was on the maxventuri adult system with the 870-98kit niv heated wire circuit. It was being used as a heated aerosol trach collar at 10 lpm flow, with heater temp set at 32 degrees. We think it was due to the circuit being tucked between the mattress and the bed rail, pushing the heated wire up against the plastic of the circuit." No patient injury reported.